Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 06 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-jhc-24-00169. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported that on (B)(6) 2024, the microcuff tracheal tube (ett) was checked for leaks during use and a leak occurred; there was no reported injury to the patient.

Manufacturer narrative:
Correction: d1, d2, d4. The device history record for lot cm3205001, was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation. During visual examination of the device, the balloon cuff did not exhibit any damage. However, when the inflation line/lumen was inspected under magnification (50x), multiple scratches were seen on the area of the inflation line/lumen in question. As well as, a jagged slanted opening. Testing of the sample revealed, an obvious leak, as the balloon cuff was unable to inflate. Additionally, when a colored liquid (water mixed blue dye) was flushed through the inflation valve, droplets of liquid were seen exiting out of the inflation line/lumen near the skive on the bi-lumen tube. The reported event could be confirmed, as reported. However, the root cause is undetermined. All information reasonably known as of 29 oct 2024, has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to avanos medical inc. Avanos medical inc., has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility, where the incident occurred. This product incident is documented in the avanos medical complaint database. And identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement. And should not be considered to be an admission, that an avanos medical inc. Product is defective or caused serious injury.